Manufacturer narrative:
(B)(4). The fsr tried to charge the unit overnight, but the batteries were still dead. (Unit had been left in a storage room unplugged). The fsr advised the customer that the batteries on the system need to plug in at least once a week. The fsr replaced the batteries. The unit operated to manufacturer specifications and was returned to clinical use. The suspect batteries will be returned to the manufacturer for further evaluation.

Event description:
The field service representative (fsr) reported that during preventive maintenance (pm) of the device, the batteries were dead. There was no patient involvement.

Manufacturer narrative:
(B)(4). Per follow-up with the field service representative (fsr) on 04-jan-2016, there was 224 minutes remaining on the central control monitor (ccm) battery icon, the battery icon was green on the ccm of the system-1, and the power light emitting diode (led) light was green on the front panel of the system-1.

Manufacturer narrative:
(B)(4). The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) verified the reported issue. The batteries were received in severely depleted condition, measuring 0.0 (volts direct current (vdc) and 2.1 vdc upon receipt and conductance measurements were not available due to low voltage. These extremely low voltages are consistent with batteries that had not been maintained with the recommended charging methods. The low voltages further indicated likely irreversible degradation of the batteries. The user is aware of proper battery maintenance from the recall letter and the fsr reiterated proper maintenance. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.